Event description:
Consumer complaint of lo blood result. Customer also received e-4 when attempting to perform blood test. Expected fasting blood glucose test result range is 120-260mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed after meal during call on (B)(6) 2015 produced results of lo and 360mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 02/26/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 250mg/dl, (B)(6) 2015, 09:34am; 251mg/dl, (B)(6) /2015, 05:22pm; 214mg/dl, (B)(6) 2015, 08:21am; 192mg/dl, (B)(6) 2015, 10:15am; 282mg/dl, (B)(6) 2015, 10:20pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of lo blood result. Customer also received e-4 when attempting to perform blood test. Expected fasting blood glucose test result range is 120 to 260 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed after meal during call on (B)(6) 2015 produced results of lo and 360 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 02/26/2018 and open vial date is 05/19/2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).